Event description:
Ous MDR. It was reported to us that a shock impedance <25 ohm was detected in the hm. The implantation date was not reported. The lead is not available for analysis. Event date was not reported. There is no indication that this lead was explanted.

Manufacturer narrative:
Ous MDR. The device was not returned for analysis. The analysis is therefore based on the existing production documents. The production process of this device was checked. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.